Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose level at the time of the incident was 129 mg/dl. Customer states insulin pump was not dropped or bumped. The customer was disconnected during prime. Customer states the drive support cap is flushed. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.